Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy connector of the device and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device paddles lead ECG displayed severe artifact. In this state, the device may not have the ability to function in AED mode, and defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The customer did advise that ECG was obtained through the patient ECG cable. The patient had fallen, resuscitation was done at the scene, but no return of spontaneous breathing or heartbeat. The patient did not survive, however the customer a health care provider confirmed that the device use did not contribute to the patient outcome. The patient did not require defibrillation.